Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital due to syncope (loss of consciousness). The pt also complained of shortness of breath with minimal exertion. An echocardiogram (echo) performed by the hospital demonstrated left ventricle (lv) dilation. The pt's lab values showed elevated lactate dehydrogenase (ldh) levels but the hemoglobin level was stable. Log files were submitted to the MFR for eval due to multiple pulsatility index (pi) events. The pt was admitted to the ICU for further eval. Add'l info to the MFR indicates that the pt received a donor heart and was successfully transplanted.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.